Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip. Numbers do not ramp up or scroll bar moving with no input.

Event description:
Customer reported numbers are ramping up during a bolus delivery. Customer's blood glucose was 161 mg/dl. Customer could not recall any significant events leading to the keypad issues. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.